Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, at the end of the case the surgeon withdrew the trocar and noticed that a segment at the end of the sleeve was missing. It appeared at the side of the instrument right at the very end of the trocar sleeve. The surgeon managed to find the piece that had broken off but wasn't sure how this had happened. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the trocar was received with the sleeve melted and broken. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.